Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 75% stenotic, and de novo lesion was located in a severely calcified vessel. Upon attempting to predilate the lesion, the 12mm x 2.0mm apex monorail balloon catheter was advanced to the lesion and ruptured on the first inflation at unknown atms. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with another of the same device. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
Product analysis confirmed the difficulty reported in the complaint. A visual examination of the returned device revealed a pinhole leak in the balloon over the proximal edge of the proximal marker band. A visual examination of the balloon found no tears visible in the balloon material. A microscopic examination of the balloon material and marker band found no issues that could contribute to the pinhole. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.